Event description:
It was reported that during an open procedure for acute generalized peritonitis, the staple-retaining cap was had already came off at that time of opening the package. The device was not used for the patient. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 07/31/2025 d4: batch #138d89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was returned outside its original package and no packaging was returned for analysis. During the visual inspection of the reload was received unfired, with damage(broken) to the edge from left side, and with the staple retaining cap partially placed. No functional test was performed due to the condition of the reload. Per the condition of the sample received, it could not be determined what may have caused the damage on the reload. No conclusion could be reached on the cause of the reported event since it was received out of its package. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 138d89, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.